Manufacturer narrative:
This MDR is result of a retrospective review of complaints. The manufacturer is currently performing an investigation and will provide the results with the supplemental report.

Event description:
On (B)(6) 2022, senseonics was made aware of an incident where user was not able to successfully link sensor to transmitter.

Manufacturer narrative:
The linking interference was, due to having two sensors in close proximity in the same arm. The transmitter was detecting two sensors, preventing proper system use. User was informed, that both of the sensors needed to be removed. And a new insertion was required. No further investigation was required. Multiple follow up attempts were made with the user for status on the new insertion. However, no response was received from the user. As part of resolution, the RMA was authorized to offer the user a sensor replacement. H3: device evaluated by manufacturer? Not returned to manufacturer; h6: type of investigation, updated to 4114; h6: investigation findings, updated to 3221; h6: investigation conclusions, updated to 67.